Event description:
A physician reported that following an intraocular lens (iol) implant procedure, it was noticed that the lens has gone cloudy. Additional information has been requested, received and stated the patient vision was 6/6, but symptomatic. Not explanted yet.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. Information was provided that vision is 6/6, but symptomatic. The manufacturer internal reference number is: (B)(4).